Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not close. The field service engineer (fse) had found that the full-height drawer on the auxiliary unit was unable to close. The rail was replaced, and all cables and wires were reseated. The fse examined the inseparable and pyxibus cables, rebooted the system, and verified operability through the hardware test application, completing the test successfully. The application was launched, allowing the customer to recover and access pyxis. Functionality was tested and confirmed successful. Proactive system checks were also performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed to close in pyxis medstation. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.